Event description:
It was reported the pt has good leg and feet coverage but due to scar tissue, the lead is positioned lower causing the back coverage to be ineffective. The next course of action will be determined by the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.